Manufacturer narrative:
The reported event of battery voltage measurements was not recorded and the device was found in rf telemetry lockout were confirmed. It was confirmed that the device went into rf lockout, resulting in the missed battery voltage measurements. It was undetermined why the device entered rf lockout with the information available.

Event description:
It was reported that it took a long time to load the diagnostic data during a device check, longer than expected with telemetry lockout. Also, it seems that the battery voltage is not measured. There were no adverse health consequences, the patient was stable.

Event description:
It was reported that it took a long time to load the diagnostic data during a device check, longer than expected. There were no adverse health consequences, the patient was stable.